Event description:
Pump was returned to baxter's authorized service provider without report from customer. Channel b and c were found to underdeliver upon investigation. Follow-up with the customer revealed they also found the pump to overdeliver during routine testing, there was no patient involvement. Writer is filing an MDR on this report due to the fact channel b was found to be >10% out of specification for this specifically identified pump.